Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient felt dizzy which then the patient passed out. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pdm would not activate the pod. The pdm and pod were close to each other while trying to connect. It was also mentioned that the patient felt dizzy and passed out. The patients blood glucose levels were not given and did not seek medical attention.